Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital for a planned driveline debridement. This was after they had a positive wound cultures from a clinic visit and surgery debridement was recommended upon evaluating the site. A driveline wound culture was found to be positive for proteus and pseudomonas. The patient was placed on cefepime and flagyl after the debridement on (B)(6) 2021. The driveline exit site and incision were painted with betadine and covered with dry gauze twice daily. Blood cultures were obtained and were negative. The patient would receive intravenous cefepime until (B)(6) 2021 and flagyl until (B)(6) 2021. The patient was discharged home (B)(6) 2021.